Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that after the operation, the light came off while the cleaning staff was moving it. There were no reported injuries or adverse consequences.

Event description:
It was reported that after the operation, the light came off while the cleaning staff was moving it. There were no reported injuries or adverse consequences.

Manufacturer narrative:
On 30 apr 2025, it was reported that an slx528 light head broke off during cleaning of the product at the customer site. A technician was dispatched and found that the light was not installed correctly and was missing the set screw, which secures the light to the spring arm. As a result, the entire load was supported by the brake screw, which subsequently sheared and resulted in the light falling. The spring arm and hardware were replaced, which addressed the customer issue. There was no patient impact or involvement, and no adverse event was reported. The most likely root cause is improper assembly, which is supported by the onsite visit by a stryker technician which found that the safety set screw was not properly installed, resulting in the failure. This failure mode does not exceed any thresholds and will continue to be monitored. Please note the update to section d4, serial #.